Event description:
The reporter stated that the pump was set to deliver dopamine at 0.5cc/hr using a 20cc syringe. The rate was then changed to 0.3cc/hr and within 20 minutes. The syringe was empty (approx 20 cc delivered). There was no pt injury or treatment associated with this event.